Event description:
The reporter stated that "system malfunction audible and visual alert missing from power up sequence." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The system malfunction led did not illuminate and there was no audio alert during the power up sequence due to a nonfunctional u3 hex inverter on the main board. Medex was able to confirm the issue and determine a cause. There was no evidence of damage or contamination observed on the main board that would have contributed. This is the only complaint of this type in the last 12 months. The unit was repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.